Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the operating room for a normal system upgrade. Prior to the generator changeout, fluoroscopy revealed externalized conductors on the right ventricular lead. No electrical anomalies were observed. The lead was explanted and replaced. No adverse consequences were detected. The patient will be monitored with routine follow up.